Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a guide break/ separation and subsequent device entrapment include, but are not limited to, aggressive user technique, excessive torque or force. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a left heart cath interventional procedure. Reportedly, all steps were followed; however, resistance was noted during removal and the proglide device broke at the guide. The device was still connected by the internal wire. General anesthesia was administered and surgery was performed to retrieve the device. No tissue damage was noted. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.